Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 4.5 (old meter); 1.8 (new meter). Caller reported that staff nurses have noticed that the inratio meter was giving results that didn't make sense with closely monitored patients on coumadin. No specific values for any of these patients, but old meter was compared to new meter. Patients' therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.